Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received states that this device was removed from service with a reason of normal battery depletion. No complaints mentioned at the time of the device removal.

Event description:
Boston scientific received information that the patient with this implantable pacemaker has atrial fibrillation with rapid ventricular response. Difficulty was experienced when attempting to verifying right ventricular thresholds due to forced vital response. Pacing threshold has varied significantly and loss of capture was observed. Projected longevity has decreased significantly as well. The associated right ventricular lead is a competitor product. Threshold was reprogrammed which increased longevity. It was decided to change the patient's pharmaceutical therapy to control the heart rate. Currently, this device remains implanted and in service. No adverse patient effects reported.